Event description:
It was reported a patient underwent a revision procedure approximately 3 years post implantation due to elevated metal ions, difficulty ambulating, corrosion, and necrotic tissue. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Concomitant medical products: 00784801200 ¿ m/l taper g2 neck ¿ 63456475. 65771301000 ¿ modular femoral stem ¿ 63274594. 00620005022 ¿ shell ¿ 63369350. 00630505036 ¿ liner ¿ 63353646. 00625006520 ¿ bone screw ¿63315042. 00625006530 ¿ bone screw ¿ 63506590.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801200 ¿ m/l taper g2 neck ¿ unknown lot, 65771301000 ¿ modular femoral stem ¿ unknown lot, 00620005022 ¿ shell ¿ unknown lot, 00630505036 ¿ liner ¿ unknown lot, 00625006520 ¿ bone screw ¿ unknown lot, 00625006530 ¿ bone screw ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03418.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The event was confirmed with medical records received. Review of the available records identified the following: -patient underwent an initial right tha and no complications were noted. -3 years post implantation; lab results revealed a high cobalt level of 4.2, 3 months later, labs showed an elevated cobalt level of 4.4, chromium was within range for both. -during revision procedure altr, significant scar tissue and adhesions, necrotic tissue were noted. -specimens were negative for inflammation. Corrosion was noted on the sides of the trunnion as well as inner portion of the femoral head. -shell and stem were well-fixed and poly liner had no wear. Head, neck and stem were replaced. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03582.

Event description:
No additional event information to report at this time.